Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported the implant broke during an operation when implanted with inserter. All parts were removed from the patient. It was reported that there were some indications that extra force was used.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the manufacturing records did not identify any nonconformances which would have contributed to this event. The product labeling was reviewed and found to contain sufficient instructions regarding proper device installation.